Event description:
It was reported that device exhibited error code: 1270. Event occurred while patient in use, no adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log found records of error code 1270 and a battery depleted alarm, functional testing was unable to duplicate the reported problem; however, the alarm was verified in the ehl. The most probable root cause is a defective battery. The error was re-set and as a preventative measure the software was reinstalled. The service history review identified no indication that the complaint was related to a service of the device within the review period.